Event description:
It was reported that the console tripping breaker and emitted weird noises. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that the console tripping breaker and emitted weird noises. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse proceeded to perform a troubleshoot breaker popping and verified full operation, it was concluded that there were no issues observed. The console software was upgraded to 2.4.1.0., and finally, the device passed full functional, proper alignment and all power settings. No further issues were identified during service. The complaint cannot be confirmed. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.